Event description:
The pt contacted lifescan (lfs) in 8/05 alleging that the meter displayed an error 5 message. When the pt tested on her right thumb she obtained a reading; however, when she tested on her other fingers she obtained the error 5 message. The pt did not experience any symptoms at the time of testing. The patient retested her blood glucose and received a reading of 130 mg/dl. The pt talked to her nurse about the issue and did not receive any medical treatment. The technique used for applying the blood on the test strip was correct. The test strips were in good condition. Customer services had the patient retest and error 5 issue was not resolved. Customer services sent the patient a replacement meter and test strips.

Event description:
The patient contacted lifescan (lfs) on 8/31/05 alleging that the meter displayed an error 5 message. When the patient tested on her right thumb she obtained a reading; however, when she tested on her other fingers she obtained the error 5 message. The patient did not experience any symptoms at the time of testing. The patient retested her blood glucose and received a reading of 130 mg/dl. The patient talked to her nurse about the issue and did not receive any medical treatment. The technique used for applying the blood on the test strip was correct. The test strips were in good condition. Customer services had the patient retest and error 5 issue was not resolved. Customer services sent the patietn a replacement meter and test strips.